Event description:
It was reported that there were horizontal lines in patient images resulting in these images being repeated. The field engineer determined the array needed to be replaced and proceeded with doing with the replacement. There were no serious injuries to the patient.